Event description:
According to the available information, the device was explanted and replaced due to the pump tubing being compromised at the hub.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the strain relief tubing of the shorter exhaust tubing of the pump. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A separation, surrounded by abrasion, were noted on the exhaust tubes of both cylinders. These are sites of leakage. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate both exhaust tubing of the cylinders. The rough and irregular surfaces associated with the separation indicate that sufficient stress was exerted on the strain relief tubing of the shorter exhaust tubing of the pump to separate the site while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause of the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due to the pump tubing being compromised at the hub.